Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 19 years post implant of this bioprosthetic aortic valve echocardiogram revealed stenosis with a mean gradient was 28mmhg and the peak gradient was 53mmhg, aortic annular calcification, and severe (grade IV) central regurgitation. Approximately 1 month later, a transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.